Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned additional information was requested, and the following was obtained: when was the three vicryl dissolved (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify the suture dissolved prematurely after it had been placed in patients. All of the patients that had the sutre from that lot had the same thing happen. All of the patients had to be re-sutured at a later date. It was reported that three of the 8-0 vicryl that dissolved prematurely, could you please provide more details? The suture did not hold in the patients as anticipated, all of the patients had to be re-sutured. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many patients experienced suture dissolving prematurely? How many sutures dissolved prematurely in each patient? (1 suture per patient? Or more?) Please provide the following information for each patient. Did the patient experience a wound dehiscence? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What tissue dehisced? Onset date/time of dehiscence? (# post op days) were there any patient stress factors that precipitated the event? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Additional information: d4, h4 - the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: tgmkqs - expiration date: may/31/2028 date of mfg.: jun/19/2023 tjmpzz - expiration date: jul/31/2028 date of mfg.: aug/25/2023 a manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture dissolved prematurely unsure which box they were pulled from. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4: full UDI currently unavailable, since the exact lot of the suspected device cannot be determined.